Event description:
In 2013 I had an ankle replacement (salto talius). The pain and swelling never went away even after physical therapy for 2 rounds. I went back to my surgeon and got x-rays and learned that I had a bone growth. So in (B)(6) of 2014 I had surgery to remove the bone. After recovering from that surgery, the pain and swelling still did not go away. I went to my dr. Again on (B)(6) 2015 because I was not able to move my foot that well because of the pain and swelling again and my ankle felt like it was being caught up on something when I tried to put my heel down flat. So I got x-rays again and found out that I now have new bone growths and that is why my ankle isn't able to move and keeping it painful and swollen. This replacement is causing excessive bone growth so now I'm going to have another surgery to remove these bones. The dr. Said he will have to put me on pills to try and stop the bones from growing and if that doesn't work I will have to do radiation. I personally think this a lot of problems for a device, if I had known I would have to have all these revision surgeries I would have seriously not had the replacement done.